Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to acute respiratory failure. The outcome was not considered device or therapy related. An autopsy was not performed. The device was not explanted and would not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the patient's outcome could not be conclusively determined through this evaluation. Additional information regarding the event was requested from the account; however, none has been provided at this time. The relevant sections of the device history records for mlp-034326 were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C is currently available. Section 1, "introduction," lists potential adverse events, including respiratory failure and death, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.